Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 09/13/2015 to report that a (B)(6) male patient. The patient's rash was located on his back under the left therapy electrode pad. The patient's skin was blistering and bleeding. The patient's physician gave him a cream to use on his rash. Follow-up indicated that the rash has improved.